Event description:
It was reported that prior to use the shelf carton packaging was discovered to be damaged thus affecting sterility with 7 bd pn 31g 5mm 5b xtw. The following information was provided by the initial reporter: package damaged.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted MFR report# 9616656-2020-00799 was sent in error. Further review has revealed sterility was not compromised therefore, damaged or open package (shelf carton or case) / seal where sterility is not compromised is not considered to be a reportable malfunction.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use the shelf carton packaging was discovered to be damaged thus affecting sterility with 7 bd pn 31 g 5 mm 5 b xtw. The following information was provided by the initial reporter: package damaged.